Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The inspection of the iegm from episode seven on february 2nd, 2014 revealed the presence of noise in the farfield channel. The trend data documented normal values of the pacing threshold and pacing impedance. However, the shock impedance was out of range on (B)(6) 2020. Between implantation and (B)(6) 2020 the shock impedance oscillated between 82 ohm and 97 ohm. Despite this observation, the data showed no indication of an ICD malfunction. Based on the data the ICD functions as expected. However, the integrity of the lead cannot be assured.

Event description:
After an implantation period of approx. 95 months, it was observed that the shock impedance was too high.